Event description:
It was reported that this patient was dissatisfied with this inflatable penile prosthesis (ipp). The ipp was difficult to inflate and deflates spontaneously. A revision surgery will be performed in may or june. The device is still implanted. No patient complications reported.